Manufacturer narrative:
The company rep examined the system and was unable to confirm the reported event. The company rep replaced the fluidics module based on the reported vacuum issues. The system software was upgraded. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a procedure, "pump speed" failed. Multiple system message codes were noted in the event log. The system was reset, but was unable to build up an acceptable vacuum level. Subsequently, the system was switched out with another one. The case was completed successfully following a one hour delay. There was no harm to the patient.